Manufacturer narrative:
H7, h9: updated. One device was received for evaluation in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed and the reported issue was confirmed. The investigation notes that the probable cause was internal tampering. The force sensor was replaced to address this issue. Additional wear was identified and preventative maintenance was performed. The device then passed all testing.

Event description:
It was reported that a pump had force sensor error. There was no patient involvement and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event is unknown; no information has been provided to date.